Event description:
19 cm catheter implanted on 2000 right ij. Catheter has functioned intermittently and an x-ray was done to verify placement again. It was noted that the catheter had broken at the tip. The tip is seen in the peripheral right lung. The pt is asymptomatic, the tip will be left in the pt. The catheter was removed and a new one placed. No pt injury.